Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar forceps (fbf) instrument to perform failure analysis. The instrument was analyzed and found to have 1 bent grip, causing them to be misaligned. The offset at the tips was 0.54mm. The grips were not found to be cracked.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the force bipolar instrument would not clasp all the way. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument was inspected prior to use and no damage or issues were found. The device issue was identified when the surgeon was attempting to grasp with the instrument. It is unclear if a fragment fell inside the patient. There were no collisions with other instruments or hard material. No resistance was felt upon removal of the instrument through the cannula. Also, no additional damage to the cannula or instrument was noted. There was no need for additional surgical procedures or post-operative imaging, and the robotic procedure was completed without injury to the patient or any related post-surgical complications.